Event description:
The report received from the field indicated that the physician opened the 100 cm. 5 fr. Infinity catheter and attempted to pass a .035 non-cordis glide wire through it prior to entering the patient. He could not advance the wire through the length of catheter and after much resistance, removed the wire from the catheter. Another angled glide catheter was used instead. The procedure was completed successfully. When examining the catheter closely, the physician could see that there was a piece of plastic covering a portion of the wire lumen. He removed the plastic and still the wire wouldn't advance through the catheter. There was no reported patient injury. The product is available for inspection along with the separated piece. The glide wire used is not available for inspection. The catheter was flushed prior to the reported product issue. There was no reported problem flushing the device. The separated piece was not thought to be from the glide wire used. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the field indicated that the physician opened the 100 cm. 5 fr. Infinity catheter and attempted to pass a .035 non-cordis glide wire through it prior to entering the patient. He could not advance the wire through the length of catheter and after much resistance, removed the wire from the catheter. Another angled glide catheter was used instead. The procedure was completed successfully. When examining the catheter closely, the physician could see that there was a piece of plastic covering a portion of the wire lumen. He removed the plastic and still the wire wouldn't advance through the catheter. There was no reported patient injury. The product is available for inspection along with the separated piece. The glide wire used is not available for inspection. The catheter was flushed prior to the reported product issue. There was no reported problem flushing the device. The separated piece was not thought to be from the glide wire used. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available. A non sterile diagnostic catheter fr.5 inf.038¿ 100cm was received for analysis coiled inside a plastic bag. Per visual analysis, no anomalies were observed on the received catheter unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A lab sample syringe filled with water was attached to the hub of the diagnostic catheter and successfully flushed. Neither obstruction nor loosened material/ matter was observed during flushing procedure. Then, as indicated, a cordis lab sample emerald guide wire.038¿ 150 cm (502-588) was introduced via distal tip into the catheter and successfully passed through. Neither resistance was felt nor experienced on the unit during the guide wire insertion/withdrawal test performed. Microscopic analysis to inspect the unit under x-ray device was not performed since catheter body shaft obstruction was not confirmed on the diagnostic catheter unit received. Neither the reported ¿diagnostic cardiology catheter-catheter (body/shaft)- obstructed¿ nor ¿diagnostic cardiology catheter-coating-separated¿ was not confirmed on the diagnostic catheter received for analysis. The exact cause or contributing factors of the difficulty experienced by the customer could not be determined. Neither the product analysis nor the DHR suggests that the difficulties experienced by the customer could be related to the manufacturing process; therefore no actions will be taken.